Event description:
It was reported that the pt's neurostimulator on their left side (pt had 2 device systems) shut off frequently and that the extension on the left side was "coming through the skin". The pt outcome was reported as recovered without sequelae. See also MFR report #3004209178201107142 for previous neurostimulator issue.

Manufacturer narrative:
(B)(4).